Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported PICC line leaking small amount of serous fluid from site. Site cleaned, venous return obtained and flushing well. Treatment commenced. 86mls treatment given and further serous fluid noticed at site. Treatment stopped. PICC removed and fracture noted at 4cms. Doctor informed. Patient treated as per extravasation policy. Patient cannulated for rest of treatment. Additional information received 10/6/2023: "extravasation refers to the leakage of drug outside of the blood vessel causing possible damage to the surrounding tissue. When a PICC is fractured and a drug is being administered this can occur. The extravasation protocol is used when this happens to treat the issue. I do not know the long-term implications for this patient as it will be an ongoing assessment. I do not think it was a significant extravasation but I would have to liaise with the patients medical team for more information if it is required."

Event description:
It was reported PICC line leaking small amount of serous fluid from site. Site cleaned, venous return obtained and flushing well. Treatment commenced. 86mls treatment given and further serous fluid noticed at site. Treatment stopped. PICC removed and fracture noted at 4cms. Doctor informed. Patient treated as per extravasation policy. Patient cannulated for rest of treatment. Additional information received 10/6/2023: "extravasation refers to the leakage of drug outside of the blood vessel causing possible damage to the surrounding tissue. When a PICC is fractured and a drug is being administered this can occur. The extravasation protocol is used when this happens to treat the issue. I do not know the long-term implications for this patient as it will be an ongoing assessment. I do not think it was a significant extravasation but I would have to liaise with the patient's medical team for more information if it is required." Extravsation of docetaxol.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3 and 4cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.